Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. 3.5 x 18 mm xience v (lot# 2012441/serial # (B)(4)), 2.75 x 18 mm vision (lot# 1080341), 3.0 x 18 mm vision (lot# 1083141). There were no reported product deficiencies. The reported patient effects of a angina, myocardial infarction, and death are listed in the vision coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a double vessel disease. The first lesion was 80% stenosed, in the proximal left anterior descending (lad) artery with moderate tortuosity and moderate calcification. The second lesion was in the left circumflex (lcx) with 90% stenosis and calcification. The 3.5 x 18 mm xience v stent was implanted in the proximal lad. As the lcx was tight with calcification, three shorter stents were used (2.75 x 12 mm vision, 2.75 x 18 mm vision, 3.0 x 18 mm vision) to treat the lesion. It was confirmed that the stents were fully apposed to the vessel wall. Immediately after the procedure, excellent flow was attained; however, the patient developed chest pain and experienced a myocardial infarction. The patient went into cardiac arrest; however, the physician could not revive the patient, and the patient died. It was noted that heparin, tirofiban, clopidogrel and aspirin were used during the procedure. No additional information was provided.